Manufacturer narrative:
An event of arrhythmia, hypertension, and numbness was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that a pre-implant balloon aortic valvuloplasty (bav) was performed. Afterwards, the patient had chest pain, drop in blood pressure, st depression on cardiac monitor, and significant aortic regurgitation. Medications were administered. The 25mm navitor valve was then deployed and successfully implanted. The patient's chest pain resolved. The final implant depth was 2mm at the non-coronary cusp (ncc) (shallower than the recommend 3mm) and 2mm at the left coronary cusp (lcc). After the procedure, the patient experienced hypertension. Medications were administered. Based on the available information, the root cause of the reported events could not be conclusively determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation (tavi). A pre-implant balloon aortic valvuloplasty (bav) was performed with a 18mm non-abbott balloon. Afterwards, the patient had chest pain, drop in blood pressure, st depression on cardiac monitor, and significant aortic regurgitation. Medications fentanyl and metaraminol were administered. The 25mm navitor valve was then deployed and successfully implanted. The patient's chest pain resolved. The final implant depth was 2mm at the non-coronary cusp (ncc) and 2mm at the left coronary cusp (lcc). After the procedure, the patient experienced hypertension. A glyceryl trinitrate (gtn) patch was administered. The cause of the hypertension was unknown. Patient complained of numbness on toes, which resolved on its own without intervention. On (B)(6) 2024, bruising to right wrist was noted, which was secondary to tavi procedure access site. No treatment was required. On discharge summary on (B)(6) 2024, an electrocardiogram (ECG) showed that patient had premature ventricular contractions (pvcs) and bigeminy, and patient received a holter monitor for outpatient monitoring. The patient status was stable.